Event description:
Report inconsistent readings. Got a very high reading, retested immediately, and got a very different result. Analysis run on clark error using mean average reading (299) as reference point vs. Bd readings (487,111) yielded some data points in the d range of the grid, outside acceptable limits.